Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer was being called back from an email that was received by medtronic about the customer being hospitalized due to a stroke. The customer had high blood glucose levels in the hospital. The customer's blood glucose levels ranged from 300 to 500 mg/dl. The customer could not provide any other information about the hospitalization. Nothing was replaced or returned.